Event description:
A malfunction was reported with no notable events occurring before it. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.